Manufacturer narrative:
H6 ime e2402: induration, weight gain, sinus, pyoderma gangrenosum. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During review of medical records received from the patient's attorney, it was identified that after the product was used for therapeutic treatment of a incisional hernia the patient experienced hernia recurrence, fluid collection, dilated small bowel loops, redness & swelling around stoma site, nausea, shivering at night, cellulitis, induration, two wound openings, discharging wound, scar, pain, abdominal pain, colicky, vomiting, mildly distended abdomen, herniating stoma, abdomen tense & bloated, subacute obstruction, tenderness, adhesions, headaches, feeling weak, small bowel obstruction, weight gain, parastomal ulceration, firm mass, skin surround stoma red & irritated, discomfort, bulges, erythema, diarrhea, feels feverish, lethargic, decreased appetite, infection, hematoma, rash, pus filled pockets, bleeding, fever, mouth felt dry, wounds are non healing and breaking down, discharging sinus, leakage from lower wound, pyoderma gangrenosum, & scar had broken down; was irritated; weeping. Post-operative patient treatment included CT scan, abdominal x-ray, multiple hospitalizations, antibiotics, IV fluids, ultrasound guided drainage of collection with placement of drain, hernia repair with mesh, pain medication, ng tube placement for decompression, IV fluids, repair of parastomal hernia, resection of redundant colon, laparotomy, lysis of adhesions, abdominal wall defect closed with suture, wound care, ep idural, use of support belt, nothing by mouth, repair of incisional hernia, open suture repair of hernias, clips removed from wound site, aspiration of hematoma, antihistamines, IV antibiotics, drainage of abdominal wall collection, ccu, wound washed out and packed, use of rectus sheath catheter, & medication.